Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2023. During the procedure, the thumb ring broke in an attempt to crush a stone. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. Device code a0401 captures the reportable event of the handle ring was burst.